Event description:
It was reported that this recently implanted pacemaker system was exhibiting high out of range above 3000 ohms right ventricular (rv) lead impedance measurements and low right atrial (ra) lead amplitudes. Connection issues are suspected. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker system was exhibiting high out of range above 3000 ohms right ventricular (rv) lead impedance measurements and low right atrial (ra) lead amplitudes. Connection issues are suspected. This pacemaker system remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.